Event description:
It was reported that the lead migrated which was confirmed with imaging and patient was also experiencing pain. The patient underwent lead revision procedure. The explanted devices will not be returned.

Event description:
It was reported that the lead migrated which was confirmed with imaging and patient was also experiencing pain. The patient underwent lead revision procedure. The explanted devices will not be returned. Additional information stated that the patient is doing well postoperatively.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the lead migrated which was confirmed with imaging and patient was also experiencing pain. The patient underwent lead revision procedure. The explanted devices will not be returned. Additional information stated that the patient is doing well postoperatively.